Manufacturer narrative:
Technical fault (tf) 5509,9907 indicate that inspiratory valve is defective. Inspiratory valve was replaced. Device functions properly.

Event description:
Hamilton medical ag received the following description: device alarms with:tf 5509,9907 failure did not occur during ventilation of a patient.